Manufacturer narrative:
9/22/1998- supplemental report sent to FDA. Additional info entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.